Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2.0mm drill bit broke intraoperatively during an initial left clavicle repair procedure on (B)(6) 2017. The drill bit broke as the surgeon was drilling into the lateral extension portion of the plate. This occurred near the end of the case after inserting an unknown quantity of 3.5 mm locking screws into the plate. No surgical delay was reported. Procedure was completed successfully. No information was reported on fragmentation or serious injury. Patient status is unknown. This complaint involves 1 device. Concomitant devices: plate (part# 02.111.009, lot unknown, qty 1). This report is 1 of 1 for (B)(4).